Event description:
When abmubagging, the newborn (31 wks gestation) developed bilateral pneumothorax. Tubing from pressure port may have been connected to the o2 source. (Ports were switched). The tubing for the pressure manometer and the o2 are almost identical with ports not being readily distinguishable. They can easily be mistaken for each other. Hoses could be differnt colors.